Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A female pt reported that she experienced symptoms of eye pain, eye infection and corneal ulcers while using renu with moistureloc multi-purpose solution. In 2006, the pt presented to her eye care physician complaining of aching, blurred vision, and edema od>os. The physician initially diagnosed her with keratoconjunctivitis, speifically bilateral ulceration of the central cornea, which he attributed to renu with moistureloc toxicity. The pt was prescribed maxitrol eye drops, acular ls, and an unspecified cycloplegic. Three days later, small corneal infiltrates measuring 0.5mm were noted in both eyes. Treatment was changed to vigamox every two hrs. The pt responded to treatment and the infiltrates resolved in one week. The physician reported that the pt's corneal ulcers were located in the central 4mm of the corneas. The ulcers were not cultured; and therefore, it is unk if they were sterile or infectious. The pt did not experience any permanent decrease in visual acuity.